Event description:
Tech checked equipment before handing over to provider. Provider put forceps and noticed that it did not go into the scope smoothly. Upon removal of forceps, a small sharp piece of metal was sticking out even while the forceps were closed. Forceps were withdrawn and replaced with new forceps. Nurse documenting wasted forceps in defective device report.